Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained about discomfort when pocket hematoma was observed. The pocket was opened and suctioned. There were no complications.